Event description:
A dreamstation auto CPAP was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, foam particles were observed during the evaluation. The device was scrapped.